Event description:
In 2001, end-user's family member called minimed, USA and stated that the end-user was hospitalized with high bgs. It was discovered that end-user has blood present in cannula and tubing for last infusion set removed yesterday. Redness and swelling not present at site. Pain at site. End-user currently hospitalized diabetic keto-acidosis. On november 1, 2001 maersk medical received the complaint and 2 used tubings and 4 used tubings without the needle connectors (the needle connectors have been cut off by the customer).